Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the device changeout the right ventricular (rv) lead had intermittent capture, intermittent high impedance, intermittent low impedance, and oversensing after being disconnected from the device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.